Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "laser stopped working" (device stops intermittently). A nurse reported during a case the laser stopped working. The customer noted they were near the end of the case when the issue occurred. A back up laser was brought in to complete the laser portion of the case. The rest of the system functioned fine. After the case, the customer rebooted the system and it worked fine the rest of the day. The customer did note a system message was displayed. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).